Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the markings on the attune instruments were found damaged during cleaning.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported damage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary device history lot : there's no lot number provided, therefore a worldwide complaint database search couldn't been performed to determine if a lot related issue was possible. A manufacturing records evaluation (mre) was not performed.